Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a health care professional via a company representative regarding a patient who was receiving morphine (unknown dose and concentration) via an implantable pump for spinal pain. On the day prior to this report date, during post-op, there was drainage at the catheter incision site; cerebrospinal fluid leak started 2 days prior to this report date. There were no factors that may have led or contributed to the issue. No diagnostics/troubleshooting was done. Surgery was performed as an intervention and to check the catheter, the catheter was found to be intact, a leak was noted at the puncture site so a purse string was tied around the site to close the dura leak. At the time of this report, the issue was resolved, patient status was ¿alive ¿ no injury¿.

Event description:
Additional information received on 2017-feb-02 reported the patient still has the cerebrospinal fluid (csf) leak at catheter implant site. Patient was taken back to surgery for exploration. It was noted the leak was around anchor site, but the catheter was intact. It was noted sutures were placed to close dura. Information was provided on who to contact for further information.

Manufacturer narrative:
The other relevant components include: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the pump almost killed him. The patient said he no longer had a pump; his pump was taken out last year because he contracted spinal bacterial meningitis. The patient said he didn¿t think he would be doing any more pumps. The patient said he went in for emergency surgery on (B)(6) 2017 or (B)(6) 2017. The patient stated the meningitis ¿kicked his memory¿. The patient stated he had morphine in his pump with two other drugs in there. The patient said the morphine was ¿like at 12.03¿, and he had to go every couple of months. Later in the call, the patient said he knew it was ¿either 9 or 10, 10 something¿. No further patient complications were reported.

Event description:
Additional information was received from healthcare professional via a manufacturer representative on (B)(6) 2017. It was reported that the patient was to have a full system explant on (B)(6) 2017. The explant was due to meningitis. It was stated the surgeon does not plan on returning the device to the manufacturer.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.